Event description:
A pt had 3 intravenous infusion pumps with 4 intravenous bags attached to a 3 port intravenous. The bottom infusion pump was misprogrammed and infused one medication at the rate intended for another medication. Infusion pumps were not labeled with name of medication infusing.